Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the ok, up arrow, and down arrow keypad buttons are intermittently responsive. There was evidence of keypad contamination found under the ok and contrast button key contacts.

Event description:
The distributor reported that the keypad buttons did not activate desired pump functions when pressed. There was no reported patient impact associated with this complaint.